Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1p6l2, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 16-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received a new rechargeable system on (B)(6) 2020, as it was determined that the wire from the previous system was all mangled. They had several falls last year and maybe sometime in spring/summer, noticed that they were constantly increasing the setting; however, were still experiencing a return of symptoms. They went to a local urologist and as a result, their implanting physician called the patient and arranged for x-rays to be performed; which was when the status of the wire was determined. The patient had revision/replacement surgery on (B)(6) 2020.